Event description:
The customer reportedly obtained a 352mg/dl and 167mg/dl on the accu-chek aviva system within a ten minutes timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.